Event description:
It was reported that pump failed to trigger alarm, and distributor did not know whether customer did not hear alert or pump did not vibrate for high blood glucose warning. There was no reported impact to the customer¿s blood glucose level. Distributor notified tandem and regulatory authority, asked customer for clarification about the event, and was awaiting further feedback, and no additional actions or outcomes were reported.